Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the reservoir were determined. Permeability test: a permeability test has shown that the reservoir are permeable. Results: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. The product operated within all specification. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shuntsystem (#fv424t) was to be implanted during a procedure performed on (B)(6) 2026. According to the complainant, the reservoir could not be primed and pressed. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.